Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that the drawer had failed, and the cubies had failed to read, write, or showed invalid memory. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, user mentioned that the drawer had failed, and the cubies had failed to read, write, or showed invalid memory. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer (fse) checked the station configuration and found that the application did not show a pocket in a3, despite a physical pocket being present. The hardware test application (hta) was run and attempted to update firmware for a single pocket, which then showed as failed. The pocket could not be ejected automatically, so it was manually ejected. The tray functionality was verified by reading another pocket in the same position, which worked correctly. The failed pocket was handed over to the customer. The hta was run again, and connections were checked. The system functioned as intended after the field service engineer repaired the device.